Event description:
Paramedics responded to a person described as in cardiac arrest. The device was connected to the pt with hands-free electrodes and the device turned on. According to the rptr, the device displayed excessive artifact which prohibited reading the pt's rhythm. Electrocardiogram electrodes were applied and used for the device and the pt was successfully defibrillated and resuscitated.